Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 8 years post implant of this bioprosthetic aortic root replacement, it was explanted and replaced due to true aneurysmatic dilatation of 5.4cm as revealed by computed tomography (CT). It was reported that the prosthesis had competent cusps. Furthermore, there was small-spot necrosis observed on the prosthesis. No additional adverse patient effects were reported.